Event description:
It was reported that a home patient (hp) disconnected and reconnected the heater bag during active prime on a homechoice (hc) device during use for peritoneal dialysis (pd) therapy. The tsr reviewed proper setup procedure with the hp and instructed her to setup with all new supplies. The hp would finish therapy with manual supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The patient disconnected without using proper procedures, then reconnected. Use error and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.